Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to deformation of the up/down knob, water tightness was lost; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; the adhesive on the distal sheath had a chip and a crack with a white-clouded area; due to the clogging of the nozzle, water removal ability did not meet the standard value; the adhesive around the objective lens was peeled; the adhesive around the light guide lens was peeled; the light guide lens had a crack; due to the adhesive peeling around the objective lens, a streak of flare appeared in the image; and the plastic distal end cover had a dent. The indication on the s-connector was peeled; the s-connector was deformed and cracked; the connecting tube had a scratch; the protector of the universal cord on the control section side had a scratch; switch 4 had wear; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope presented with air and water leakages. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Event description:
There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.